Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note to pt was implanted with two scs leads from the same lot number. It was reported the pt's scs system was explanted because of a "problem with the leads." The exact date of the explant is undetermined at this time.